Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 24 synergy drug-eluting stent was selected for use. When the physician loaded the stent onto the wire, the shaft broke. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: (B)(6) 2021 was used since procedure date was not provided. Device evaluated by MFR.: synergy ii 3.50 x 24 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope identified no damage. A section of the crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified a shaft break at 65cm distal from the distal end of the strain relief. Also a hypotube kink was observed 3cm proximal to the break site. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted.

Manufacturer narrative:
Date of event: (B)(6) 2021 was used since procedure date was not provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 24 synergy drug-eluting stent was selected for use. When the physician loaded the stent onto the wire, the shaft broke. The procedure was completed with different device. No patient complications were reported.